Event description:
New information received noted that the atrial and right ventricular leads were fractured. Inhibition of pacing was also noted and the patient was feeling malaise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17009. It was reported that the patient was experiencing noise on their right ventricular and atrial lead. The patient experienced dizziness and inability of full range of motion in their left arm. The leads were capped and replaced on (b(6) 2020. The patient was in stable condition post procedure.